Event description:
It was reported that a rod has backed out and revision surgery occurred.

Manufacturer narrative:
Method: device not returned. Results: device not returned. Device history could not be performed. Conclusion: because no device was received back, testing and inspection could not be performed to aid in root cause analysis.

Event description:
It was reported that a rod has backed out and revision surgery occured.